Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced display anomaly. Customer's blood glucose value was 161 mg/dl. During self-test, the customer stated that the black rectangle on the pump has not disappeared. The customer stated that the pump was neither exposed to extreme temperature or direct sunlight. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, missing segment/partial display or display anomaly noted. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.